Manufacturer narrative:
The lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken, optic broken, and fibers on the lens. Dimensional inspection was unable to be performed due to the haptic being broken. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.0/137 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was explanted due to low vault. The customer stated the patient is wearing glasses, and does not want to implant another lens. As of the date of MDR submission, the lens has not been returned.